Event description:
A 1.4 fr PICC was placed on (B)(6) 2024. PICC (peripherally inserted central catheter) line was unable to be pulled/removed on (B)(6) 2024. Patient went to operating room for PICC line retrieval but was unable to retrieve part of the distal line given the amount of scarring to the vessel wall. Partial segment of the PICC line remains retained.